Event description:
It was reported that a priming bolus was performed incorrectly. The incorrect volume was converted into a single bolus of hydromorphone 5 mg/ml for a total of a 2.32 mg bolus. The pump should have been programmed to deliver 0.199 + 0.176 ml equalling 0.375 ml of 5 mg/ml equalling a 1.875 mg bolus. The patient would receive approximately a 0.45 mg bolus which was almost equivalent to the patient's daily dose. The hcp was changing from the old drug, saline to new drug, hydromorphone. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).